Event description:
It was reported the device was used during a bowel resection. It was reported the surgeon was attempting to fire the tlc55 for the fourth time when the device fired half way and jammed. At this time the surgeon struggled to force the device to fire completely when the firing knob came loose from the device. In the process of forcing the device, the device slipped forward and as a result he tore the bowel. At this time the surgeon evened the tissue edges and pulled a new tlc55 to complete the case. The surgeon stated the pt lost 10 cm of small bowel because of this event. The surgeon also stated the difficulty he experienced was similar to difficulty he had encountered once when the fired the tlc across a staple line.